Manufacturer narrative:
(B)(4). Patient weight was reported as (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. The patient was hospitalized for the event on the same day as the onset. On the same day, the patient began treatment with intravenous cefazolin, intravenous amikacin, and intravenous vancomycin (doses, durations, and frequencies not reported) for the event. After eleven days, cefazolin and amikacin treatment was discontinued. After fourteen days, it was reported that antibiotic treatment was finished, the patient was discharged and reported to have recovered from the event. The patient will receive prophylactic fluconazole (dose, frequency, route not reported) during indeterminate time and dianeal therapy will be ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.